Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that when setting up the pump prior to use, the touch screen was noted to have pixels that flashed on and off when the customer interacted with the touch screen. Customer's blood glucose was 370 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.